Event description:
The customer observed falsely decreased results for multiple assays on architect c8000 processing module for multiple patients. The results provided were: sid (B)(6): 49yrs old male: initial sodium=115 mmol/l /repeated on c804465= 132 mmol/l. On (B)(6) 2026 sid (B)(6): 66yrs old male: initial calcium=5.7 mg/dl /repeated on c804465=8.7 mg/dl. Sid (B)(6): 58yrs old male =initial sodium=114 mmol/l /repeated on c804465= 133 and 135 mmol/l. Sid (B)(6): 38yrs old female =initial sodium=119 mmol/l /repeated on c804465=137 mmol/l. Laboratory reference range for sodium=136 to 145 mmol/l; critical= below 120 and above 160 mmol/l; calcium= 8.5 to 10.5 mg/dl; critical= below 6 and above 13.0 mg/dl. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.